Event description:
Account stated that the head of bed will not stay up when bed is left idle. No injury reported.

Manufacturer narrative:
Tech found the bed in ground floor storage area. Head of bed had a slow drift overnight. Replaced manual CPR valve to resolve this issue.